Event description:
Lap chole - "clip loaded into bottom of jaws before getting passed to surgeon. Clips were then fired on the cystic duct and two scissored and one was not fully closed, it was able to slide up and down the duct." Patient status - "ok."

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: two (2) event units were returned for evaluation. Upon inspection, engineering determined that the units functioned properly. The clips were fired off one at a time and conformed to all specifications. The units were disassembled, engineering found a slight separation on a component in unit 2. The root cause could not be determined as engineering was unable to replicate the incidents. The root cause of the customers experience is likely that the application structure size, or the clip application depth, prevented proper clip closure. The slight separation is not related to the customer's experience of scissoring since engineering did not experience any clip loading and/or closing issues during testing. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. This document represents our final report. Please reference to MDR# 2027111-2015-00351.